Manufacturer narrative:
Updated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-33 lot# va0pw6q serial# implanted: 2015 (B)(6)explanted: 2016 (B)(6), product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was wrapped around the patient¿s battery. The lead was removed from the body and replaced with a new one. The patient had battery and lead revision that day.the patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.